Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate device cored a vial during activation. The reporter stated that there was no coring or particulate matter noticed in the vial or solution bag before the connection and activation of the vial mate adapter and vial. The device was being used with a sodium chloride bag and 500mg vial of azithromycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. Visual inspection noted grey particulate matter in the vial. Microscopic inspection of the device needle did not identify any morphology that would contribute to fragmentation. Attenuated total reflectance fourier transform infrared spectroscopy, determined that the particle was consistent with an inorganic silicate-filled butyl rubber. The particle was determined to be the same material as the vial stopper. The reported condition was verified and the cause is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.